Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was only implanted for three years before reaching elective replacement indicator (eri). It was noted that the device had elevated lv outputs due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached eri on (B)(4) 2016. The device was subsequently returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 87.8 % of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.